Event description:
It was reported that the customer experienced a blood glucose (bg) level of 558 mg/dl; cause was unknown. The customer received a third party assistance from their mother, who gave the customer a correction injection to address bg. The customer also mentioned that they had moderate ketones, yet did not discuss with a healthcare provider to be life threatening. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.